Event description:
During a programming history review on (B)(4) 2012, it was noted that a partial programming event occurred on (B)(6) 2012. A faulted systems diagnostic occurred earlier in the same appointment; however, it is unclear if the patient's settings were changed as a result of the partial program or the faulted diagnostic as there was no interrogation performed between the faulted diagnostic and the partial programming event. This event resulted in a change in settings that was not corrected at this visit. No adverse events have been reported as a result of this issue.

Manufacturer narrative:
Analysis of programming history.